Event description:
It was reported before using the bd vacutainer® sst¿ there was a missing tube label one 4 devices. Additionally one device label experienced lift and folding. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.